Manufacturer narrative:
A review of the manufacturing records provided by indicated the device met pre-release specifications. The device evaluation found that the leading end of the sheath and marker band were missing. Exposed wire could be seen from the leading end.

Event description:
It was reported that on february 7, 2023, a patient was treated with a gore® excluder® iliac branch endoprosthesis. Following successful implantation of the iliac component and aortic component, the gore® dryseal flex introducer sheath was withdrawn from the patient. The dilator tip of the sheath separated during withdrawal and remained in the patient. The physician noted unusual friction while withdrawing the sheath. The tip was removed using a snare as it was pushed with blood flow into the femoral artery. The patient tolerated the procedure.

Manufacturer narrative:
The device is being returned to the manufacturer for evaluation. The serial number has been provided and a review of manufacturing records will be completed. Additional information related to the event, and patient information was requested from the physician. The provided information is captured in report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2023, a patient was treated with a gore® excluder® iliac branch endoprosthesis. Following successful implantation of the iliac component and aortic component, the gore® dryseal flex introducer sheath was withdrawn from the patient. The sheath tip and radioplaque marker separated during withdrawal and remained in the patient. The physician noted unusual friction while withdrawing the sheath. The tip was removed using a snare as it was pushed with blood flow into the femoral artery. The patient tolerated the procedure.